Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with pelvicol acellular collagen matrix. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted due to urinary and fecal incontinence with perineal descent and rectocele and cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2003.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.